Event description:
It was reported the right ventricular lead triggered an alert for a gradual rise in impedance and an increased pacing threshold. Patient also stated the lead was "defective." The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.